Event description:
The nurse called stating the customer ran a blood glucose test on the contour at home that evening and received a reading of 240mg/dl, but had hyperglycemic symptoms that indicated her blood glucose was higher. She experienced blurry vision and felt as though she was going to faint. She was taken to the ER where she was retested. The hospital reading was 450mg/dl. The customer was given 6 units of insulin. Three hours later her reading came down to 280mg/dl and she was released from the hospital. The advocate was advised to have the customer return the test strips for evaluation. A new kit was sent to the customer.